Event description:
During a vitrectomy procedure, the cutter from this vitrectomy pack intermittently functioned and would not cut the vitreous.

Manufacturer narrative:
This form has been completed by the manufacturer.